Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited intermittent loss of capture. No further information was received.

Event description:
New information received notes that the issue was discovered via remote transmission. The patient was brought into clinic and programming changes were made. The patient was stable.